Event description:
The device was returned to the manufacturer with no information after patient demise. The device was analyzed and tested out of specification. Follow up determined that the cause of the patient¿s death was pancreatic cancer and not related to the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain on evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: product ID: 5076-52, implanted: (B)(6) 2003. (B)(4).